Manufacturer narrative:
Eval - other: this file is in litigation and we will not likely be receiving enough info for a thorough investigation. However, we have requested the return of the unit in question for eval. After the unit has been evaluated by smiths medical, a follow up rpeort will be filed. A review of the complaints database shows no other reports for this device and serial number or any reports concerning this type of adverse event. (Note: the h-1100 is an irrigating fluid warmer and does not have any devices that would contribute or cause this event. However, info provided by the facility, that the dr used a laser device during the procedure.)

Event description:
User alleges that the h-1100 burned the pt's bladder during a cysto procedure.